Manufacturer narrative:
The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# . FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device- 32 days the patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to ventricular tachycardia secondary to a left ventricular suction event. The pump speed was adjusted and the automatic implantable cardioverter-defibrillator (aicd) was interrogated; however no results were reported. No additional information was provided.